Event description:
During follow-up, increased and variable pacing impedance and capture threshold was observed on the right ventricular (rv) lead. The physician attempted to reposition the rv lead to resolve the issue but the sensing was low. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The reported events of high pacing lead impedance, increased thresholds and low sensing were not confirmed.